Event description:
Customer reported back to back readings obtained within 10 mins of each other on their one touch profile meter were 223, 307, 221 and 203 mg/dl (21% difference). No symptoms were reported. Customer did not have control solution to perform qc test. The meter was replaced. There was no allegation of harm.